Event description:
It was reported to the manufacturer by the facility (B)(6), per the facility the resident was found by a cna at 3:00am. The resident's legs were on the floor, his head was laying on the mattress and his neck was resting on the assist rail. The facility called 911. The police department and paramedics arrived at the facility. The resident was transported to the hospital for examination by the corner. The police report stated that the event was death due to accidental positioning asphyxiation. The bed and rails are still in service at the facility and will not be returned to joerns for investigation. (B)(4) was entered into our system.

Manufacturer narrative:
Joerns sending the report to the manufacturer. Additional devices: f028, serial# (B)(4); invacare alternating pressure mattress, model# ma55, serial# (B)(4).